Manufacturer narrative:
Performed visual inspection and found sensor needle separated from sensor base. Checked needle for hooks/burrs and dull needle tip defects and none were found. Needle passed per specifications. Also found cannula bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle seemed to be missing. The customer's blood glucose was 178 mg/dl at the time of incident. The sensor will be returned for analysis.